Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 160 units of insulin during the load sequence. Additionally, it was reported that a cartridge alarm 1 occurred during the load sequence. A cartridge change was performed resolving the issues. There was no adverse impact to the customers blood glucose level.